Manufacturer narrative:
The device was returned to olympus for evaluation/inspection. Based on the results of the investigation, the device contamination could not be identified. It is likely the result of insufficient reprocessing; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the flex video scope was not decontaminated. There were no reports of patient involvement.

Manufacturer narrative:
Manufacturer report number 9610595-2026-22422 was sent in error. The event of scope not decontaminated was customer being unable to decontaminate device due to a leak. This event would not cause or contribute to a death or a serious injury if it were to recur.

Event description:
No additional information provided by the customer.